Event description:
The customer reported the footswitch was not working and there was a loose collimator slide. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the footswitch, hand control and collimator slide.